Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant stent graft system that was implanted in the patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. The neck length was reported to be 11mm with a proximal neck angulation of 15 degrees and a suprarenal neck angulation of 15 degrees. There was no thrombus reported at the seal zone, but 10% localized calcium was reported with a maximum thickness of 1mm. Seven endoanchors were successfully implanted from the main body of the endograft to the proximal neck due to concern for late failure. It was reported approximately 1 year post the index procedure, the patient presented with an ascending aortic aneurysm. Re-intervention was carried out to treat the event using the "bentall/david" procedure. The event is currently unresolved and has been assessed as related to the aneurysm. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the sponsor assessed the ascending aortic aneurysm event as not related to procedure or device. This event is continuing without treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.